Event description:
During a ptca/stenting coronary treatment procedure of an 85% calcified, stenotic lesion in the proximal lad, balloon catheter removal difficulties were encountered. The physician had implanted an express2 stent and was using an nc monorail for post-dilatation of the stent as the proximal portion of the stent was not fully deployed. He inflated the balloon to 16 atms initially, then to 18 atms, but the stent was still not fully deployed. When attempting to retrieve the nc monorail back into the guide catheter, it was noted that the distal portion of the catheter had separated in the vessel at the hypotube shaft. No migration of the stent was noted. The vessel went into spasm following the balloon inflation and they were unable to remove the balloon. The pt developed angina, ECG changes and ventricular fibrillation due to no-flow and spasm in the vessel. CPR was initiated and the pt was transferred to surgery for coronary artery bypass surgery and retrieval of the balloon catheter segment. The pt was discharged in good condition a week later. The physician believes that this event was due to the pt's condition and not a product problem.